Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se confirmed that the thermistor pin was broken on the sensor head. Therefore, the blood gas analyzer (bga) assembly was replaced. Subsequently, the device passed all testing. Per se evaluation, the root cause of the broken thermistor pin was likely attributed to user error.

Event description:
The device user (du) reported that after powering the metra on, the terumo would abort startup screen one third of the way through and display terumo message code f0a1 (display cdi error message at start up). The clinical specialist (cs) consulted the terumo operations manual which indicated that the cause of the error was arterial bpm probe thermistor failure. Images confirmed damage to the thermistor pin. The cs confirmed that the entire terumo would need to be replaced and recommended that the perfusion should not proceed. It was further recommended that the device be isolated and not used until service was completed. Subsequently, the liver was discarded.